Manufacturer narrative:
Date of event: approximated as of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). It was identified that the fiber was too tightly attached to the console port, requiring it to be loosen up. The reported event was confirmed. After the fiber was loosen up and unscrewed, the fiber was reconnected again, and no error codes were issued. The issue was resolved. Based on analysis results, a conclusion code of unintended use error caused or contribute to event was assigned to this investigation.

Event description:
It was reported that, with a patient on the table, two fibers from one lot and one more fiber from another lot failed to be recognized by the console. It was noted that the console issued error code 150 (laser deck - fiber not connected), which means the fiber wires were not connected to the console. The medical staff had already turned the laser off and on, checked the plugs, checked the "glass", but the laser continued to give error code 150 even with a new fiber of the same lot number. The procedure had to be stopped. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that, with a patient on the table, two fibers from one lot and one more fiber from another lot failed to be recognized by the console. It was noted that the console issued error code 150 (laser deck - fiber not connected), which means the fiber wires were not connected to the console. The medical staff had already turned the laser off and on, checked the plugs, checked the "glass", but the laser continued to give error code 150 even with a new fiber of the same lot number. The procedure had to be stopped. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Date of event: approximated.